Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the motor arm of the insulin pump cannot communicate with the main arm and the critical block and inverse critical block did not add to zero. The customer¿s blood glucose was unknown. Customer stated that the pump was restarted and no record remained in the bolus history. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4 or pump error 15 noted. Programmed multiple boluses and all boluses were properly recorded in bolus history and in daily totals. No history anomaly noted. (B)(4).